Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was replaced intraoperatively due to premature ejection from the delivery device. The incision was enlarged and same model and diopter lens was implanted. The patient was reported as having good vision, now 20/20. No information has been provided regarding the delivery device used during the event.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is pushed down between the two holding posts. Both haptics are bent. The delivery device was not returned. Functional testing could not be performed due to the damage. One retain sample from the same lot (4468105) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.